Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following could not be completed with the limited information provided. Date of birth - (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k093293. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-02482 & 02479). Remains implanted.

Event description:
A patient enrolled in a clinical study underwent manipulation approximately three years post-implantation due to difficulty in obtaining full extension of knee.